Event description:
On january 31, 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately low readings compared to laboratory results. On february 5, 2007, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. At 7:17 am, the patient obtained the blood glucose reading of 215 mg/dl on the reported meter. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following this reading, the patient administered self-care by taking 5 units of humalog insulin. The patient went to work, where she developed chest pains. The patient's supervisor took her to the emergency room, where at 8:45 am a laboratory blood glucose test was performed with a result of 650 mg/dl. The patient was treated with intravenous fluids and insulin. She was admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka). The patient's chest pains work up proved negative; she was unable to provide a possible cause of dka. While in the emergency room, the staff performed a control solution test on the patient's meter, with failing results out of range high, in the '400's mg/dl'. The patient takes humalog insulin on a sliding scale, and 15 units lantus insulin in the evenings. After this event, the patient's lantus insulin dose was increased to 35 units. The patient had obtained expected blood glucose readings on the day prior to the event, ranging from 125 mg/dl to 180 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the meter was not programmed for the correct calibration code number, the test strips were expired and had not been stored properly, all of which can cause inaccurate readings. The meter, test strips, and control solution were replaced. For an unspecified time period, the patient obtained meter readings that were within or somewhat higher than her expected blood glucose values, and administered insulin based on these meter readings. The patient's test strips were expired and improperly stored, which can cause inaccurate readings. The patient was subsequently diagnosed with dka along with obtaining a blood glucose on the other meter which was higher than her meter result that same day, and received emergency medical attention, treatment with insulin, and admission to the hospital. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.